Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw blade would come loose during bone prep. Case type: tka. As per the mps "the patient was under anesthesia during the bone prep when the saw blade fell out. The blade did fall out, it was placed back in and tightened again until the cutting was done".

Manufacturer narrative:
Reported event: it was reported that the saw blade would come loose during bone prep. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review a review of device history records shows that on 01/25/2017 a total of (B)(4) devices were inspected and (B)(4) devices were placed on: (B)(4). A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, l/n 35010117 shows 09 additional complaints related to the failure in this investigation. These complaints are pr: (B)(4). Trend detection: a review of the trending project folder indicates that an existing and valid, trend analysis has been performed on this product and event under trend request (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Saw blade would come loose during bone prep. Case type: tka. As per the mps "the patient was under anesthesia during the bone prep when the saw blade fell out. The blade did fall out, it was placed back in and tightened again until the cutting was done".